Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was received in two sections as a result of a break in the distal extrusion. A break was present in the distal extrusion at the port site area. An examination of the break site identified no issues with the extrusion which potentially could have contributed to the break. One possibility is that excessive tensile force was applied to the shaft which contributed to the break. There was however, no excessive signs of stretching at the break location. There were no kinks present along the length of the hypotube. An examination of the balloon and blades identified no damage. An examination of the tip identified no issues with the tip.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 10mm x 3.75mm wolverine coronary cutting balloon was used and the tip part came into contact during delivery of the device. When the device was removed from the patient's body, the hypotube became separated or torn when the y connector came out. The procedure was completed with a non bsc device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 10mm x 3.75mm wolverine coronary cutting balloon was used and the tip part came into contact during delivery of the device. When the device was removed from the patient's body, the hypotube became separated or torn when the y connector came out. The procedure was completed with a non bsc device. No patient complications were reported in relation to this event.